Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection of returned material revealed the output cable of the power supply had exposed internal wires from area that joins to the power supply body. No visible damage was observed on any other returned cables or cords. The field reported event of frayed wires on the power extension cable was not confirmed but frayed wires were confirmed on the power supply cord. Therefore the event is not related to fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.